Manufacturer narrative:
Internal complaint number: (B)(4). Device evaluation determined the pump failure is due to fluid ingress into the electronic cavity.

Manufacturer narrative:
(B)(4). Investigation pending completion of device evaluation.

Event description:
It was reported that the patient's pump was unable to communicate with clinician programmer and patient therapy controller. The pump was subsequently explanted.